Manufacturer narrative:
(B)(4). Date of follow-up report: 07/27/2016. One used ls1037 ligasure device was received for evaluation, and factors were identified that would contribute to self-activation. Seal testing for the device found it only activates intermittently, and occasionally self-activates if shaken. Further inspection confirmed this to be due to a missing switch post, which allows the purple activation button to have added movement. The investigation could not identify the definitive cause of the missing post. Review of the manufacturing process confirmed multiple checks are in place that would detect this issue before release, and could not have been missed during assembly. The device history records for this lot could not be reviewed because the lot number is not available. No trend is associated with this issue.

Manufacturer narrative:
Covidien reference #: (B)(4). The incident sample has been requested but to date has not been received for evaluation. The lot number is also unavailable. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that before starting a gastric band procedure, the device self-activated after being activated by the physician. The instrument was not used on a patient and another device was used for the procedure.